Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device's filters are blackish in color. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inpsected the device externally and found no issues. The device was visually inspected and found no evidence of sound abatement foam degradation. The device was applied power and the manufacturer found the device to operate properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.